Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt experienced discomfort at the ipg site. Subsequently, the pt underwent surgical intervention on (B)(6) 2014 and the ipg pocket was relocated from the right buttock to the right abdomen. The pt reports effective coverage postoperative and the issue has resolved.